Event description:
Customer called in saying they had a weld break on a bed frame.

Manufacturer narrative:
This bed frame has not been inspected yet due to the bed frame not being returned yet. The location of where the actuator broke is unknown at this time. A new bed frame was shipped out of the customer on (B)(4) 2013. This problem has been assigned CAPA (B)(4), and a follow up report will be submitted upon completion of the corrective action.